Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers flashing noted during testing. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump's keypad is unresponsive. Customer stated that the buttons are stuck while attempting to bolus. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 123 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)